Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected range is 110 and 125mg/dl. Customer ran a blood test this morning and his results were 98mg/dl fasting, he then had breakfast and minutes later ran a blood test and results were 168mg/dl, 30 minutes later ran another blood test and results were 225mg/dl. Customer ran a blood test during the call and results were 155mg/dl (not fasting). Strip expiration date is 06/16/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 221mg/dl (B)(6) 2015 04:00:00 am fasting:no; 217mg/dl (B)(6) 2015 03:00:00 pm fasting:no; 163mg/dl (B)(6) 2015 02:19:00 pm fasting:no; 98mg/dl (B)(6) 2015 01:40:00 pm fasting:yes; 110mg/dl (B)(6) 2015 11:00:00 pm fasting:yes. Customers concern: 98, 221, 217, 163mg/dl.